Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the asymptomatic patient presented for a battery check. Upon interrogation, the pacemaker indicated no battery data was available, and premature battery depletion was suspected. The device was explanted and replaced, and the patient was in stable condtion before, during, and after the procedure.